Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that an impella cp pump was unable to advance through the patient's vasculature during attempted delivery. Despite successfully wiring the left ventricle, it was documented that the outlet and motor were unable to make the acute turn in the aortic arch. After multiple failed attempts, the implant was aborted.

Manufacturer narrative:
The root cause of the delivery issue was determined to be patient condition as the patient had tortuous anatomy preventing successful delivery of the impella. The pump passed all post sterile inspection checks.